Event description:
It was reported that during testing, the external pulse generator (epg) had inconsistent output on both channels. Further testing steps were recommended as the epg is no longer serviceable. The status of the epg is unknown. There was no patient involvement.